Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was bothering them so the patient was planning on getting it removed. The patient further clarified that their ins was "sticking out" (clarified it was not sticking out of skin, but was protruding out under skin so if they bumped it, it hurt). The patient stated that this has been going on for "about a year". The patient also mentioned the ins was located on the right side. Patient services documented the information the patient provided and focused on the reason for the patient's call (electrocautery guidelines while the patient was being hospitalized for an unrelated left hip replacement surgery).